Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple insulin pump errors. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer was able to clear the alarm. Self test was performed and it did not pass. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. No pump error 54 or 4 alarms noted during testing however, the formatted history file confirmed pump error 54 alarm and pump error 4 alarm due to software error. Pump error 63 confirmed in insulin pump history with variable due to broken trace at pin 1 on keypad assembly.